Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The first instrument was received partially applied with six remaining clips. A clip was improperly loaded into the jaws. Functionally, the instrument was fired once in air and proper clip formation was confirmed. The remaining clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. The second instrument was partially applied with six clips remaining. Functionally; the second instrument was first test fired once in air so that the clip formation could be observed. Two clips were fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. The root cause of the observed condition could not be identified based on the information available due to the instruments functioning properly; however, a review of the manufacturing process verified that controls are in place to prevent this type of condition from occurring. A review of the DHR (device history record) indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a an open cholecystectomy, while being applied at the bile duct, there were issues experienced with loading or firing the clips although some clips were able to be loaded and fired normally from the device. A new item was opened, but it jammed as well, after the second clip was not fired, it jammed in the opening and a third device was opened to finish the procedure. No more than five additional minutes were taken to resolve the problem. There was no patient injury.

Manufacturer narrative:
Additional information. If information is provided in the future, a supplemental report will be issued.